Event description:
(B)(4). Extreme pain in right leg at time of insertion of essure which now continues every menstrual cycle. Extreme hair loss. Itchy, burning rash on face. In 2014, I was diagnosed with hypothyroidism. I have to take 50mcg of levothyroxine daily to control my thyroid.